Event description:
It was reported that the procedure was converted to open surgery and additional incisions to the patient's leg.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. Stryker is the initial importer of this product. The legal manufacturer is world of medicine (wom). Wom has been made aware of this report event.

Manufacturer narrative:
This device was received at OEM-wom for evaluation. Based on the OEM-wom investigation report, the reported failure ¿malfunctioned while was using it for endoscopic vein harvesting.¿ was not confirmed. According to wom: visual inspection the device was received on mar 12, 2024 for evaluation. There are no indications of transport damage or misuse. The device was shipped with the correct packaging (packaging arrived undamaged). The unit is in good overall condition, minor scratches found on the upper and lower casings. Functional inspection: initial self-check passed; no errors occurred. Functional testing was performed, and all tests were found to be within tolerance. No random occlusion alarms triggered during our testing. Dimensional inspection: due to the nature of the reported event, the dimensional inspection was deemed unnecessary and therefore not performed. Investigation conclusion the results of the investigation performed indicated that the returned pneumoclear plus co2 conditioning insufflator, catalog#0620050000 rev yb, sn (B)(6) is working according to specification. Probable root cause: the event description is very poor and general. Preventive maintenance of the device has been overdue for more than 1 year. At the time of the reporting decision the device was re-turned for evaluation and the evaluation results found to be within tolerance. No random occlusion alarms triggered during our testing. Complaint was not confirmed. However, we cannot exclude an user error/handling issue with the tube set and vessel harvesting instrument vasoview and the respective insufflation port so that the connection was not secured tightly and consequently the check valve was not opened correctly to allow the gas (co2) to pass. Nonetheless, the event description includes a defined risk to patient's health and led conversion to open surgery (open procedure). The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the procedure was converted to open surgery and additional incisions to the patient's leg.